Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6 product code: 03.804.514s. Lot number : 22e13-1. Release to warehouse date : 13.may.2022. Expiration date : 13.may.2027. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a balloon kyphoplasty was performed for a compression fracture on (B)(6) 2023. All the amount of cement was transferred to the syringes after a balloon inflation. The surgeon attempted to check the viscosity of cement after attaching the syringes to the needle, but the second syringe could not be attached to the needle. Since other syringes could not be attached either, the surgeon concluded that the needle was most likely defective and opened a new needle. Syringes could be attached to that new needle. Therefore, cement injection was successfully done. The surgery was completed successfully with no surgical delay. The patient outcome was stable. There was no patient consequence. After surgery, the needle and syringes were checked. It was found that a component in the tip of the 1st syringe had broken off in the needle, making it impossible to attach the 2nd and subsequent syringes. This report involves one access kit 10 g diam tip side-open doubl. This is report 1 of 1 for (B)(4).